Event description:
It was reported that the pt's device was explanted two weeks after it was implanted, due to an infection. The pt stated that they were never home with the implanted device. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)